Event description:
It was reported that the implantable cardiac monitor (icm) apparently had a discrepancy noted in diagnostic data. At the time of this report, no actions have been taken.the icm remains in use. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. Request for additional information has been made and upon receipt a supplemental report will be submitted accordingly. (B)(4)